Event description:
The reporter contacted animas on (B)(6) 2014, alleging the pump did not alarm for an occlusion. The reporter stated that upon removal of the infusion set, the cannula was noted to be bent in half at the tip. The reporter stated there had also been leakage of insulin at the infusion site. Troubleshooting by customer support verified no associated alarms in the alarm history of the pump. Occlusion sensitivity setting was set to high. The patient¿s healthcare provider advised pump replacement. No adverse event is being reported because the medical device involved does not have a 510k assignment. This complaint is being reported because the alleged absence of occlusion alarm remained unresolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/18/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the black box data revealed the last basal delivery was recorded on 03 february 2014 at 2:20 pm. Multiple occlusion alarms were recorded in the alarm history including one on 03 feb 2014 @ 2:46 pm. On investigation, an occlusion was induced and the pump responded with the appropriate auditory and visual ¿occlusion¿ alert. Investigation did not duplicate the allegation of no occlusion alarm and the pump was found to be operating within the required specifications without malfunction. Unrelated to the original complaint, on investigation the display screen was noted to be dim.